Manufacturer narrative:
Investigation summary: one photo was provided by the customer for investigation. The photo shows four assembled devices. Each of the devices has a syringe barrel inside the assembled device which appears to have black foreign matter (fm) on the barrel. Based on the photo provided it cannot be determined if the fm is loose or embedded in the barrel and it also cannot be determined if the fm is on the outside or inside of the barrel. Without a physical sample to analyze the foreign matter (fm) that appears to be on the barrels cannot be identified; therefore, potential root causes cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued.

Event description:
It was reported that there were 4 occurrences of foreign matter inside of barrel cover with a bd needle ns¿ 22ga 1in tw ch. The following information was provided by the initial reporter: during the lower subassembly incoming inspection for foreign matter, 4units were identified with black (foreign) stain inside ofthe barrel cover.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 4 occurrences of foreign matter inside of barrel cover with a bd needle ns¿ 22ga 1in tw ch. The following information was provided by the initial reporter: during the lower subassembly incoming inspection for foreign matter, 4units were identified with black (foreign) stain inside ofthe barrel cover.